Event description:
It¿s reported that the oasys cross connector broke while the sales rep was demonstrating how to attach the connector to a rod.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the visual examination confirmed a fracture overload situation. Manufacturing records were reviewed and no manufacturing anomalies were reported. Previous damage to the connector may be likely as per stryker representative's statement that the connector would not clip onto the rod, indicating the connector component has likely been subjected to many sterilization cycles conclusion: the most likely cause of the fracture is multi-factorial.

Event description:
It's reported that the oasys cross connector broke while the sales rep was demonstrating how to attach the connector to a rod.